Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient alleges that the infusion device was delivering too low an amount of insulin. The patient experienced elevated blood glucose levels for a week, as high as 432 mg/dl. She also had ketones ++ present. She had to use insulin injections to lower her blood glucose levels. No adverse event was reported. The infusion device was requested to be returned for product evaluation.